Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier: (B)(6). Concomitant medical products: unknown femoral component, unknown tibial tray. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to pain; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient has been indicated for revision due to pain; however, no revision has been reported to date. X-rays show implant wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Patient dob: 1961. Concomitant medical products: 00-5112-014-02 62981000 mg ii knee precoat femoral size 4, rt; 00-5110-035-01 63435800 mg ii por knee peg tib plate, c/yellow.